Manufacturer narrative:
(B)(4). A partial lead measuring 55.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold and increased pacing lead impedance were observed during a follow-up in the clinic. Lead was explanted and replaced. Patient condition was stable.